Event description:
It was reported that the user connected a new dexcom g7 sensor and subsequently experienced loss of glucose readings on the ilet, with a prior ¿replace sensor now¿ alert seen in alarm history and a sensor restart and code re-entry performed as troubleshooting. Symptoms included no glucose data available to the ilet. Outcomes included temporary loss of automated glucose control due to unavailable cgm data. Investigation included guided troubleshooting, review of alarm history, sensor restart, and re-entry of the pairing code with instruction to wait for reconnection. Investigation of this case revealed a cgm communication or pairing interruption resulting in signal loss to the ilet, with no ilet hardware malfunction identified and the issue localized to the cgm pairing process or sensor session status. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable cgm connectivity or setup error.